Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Head drive (B)(4) (2015) (knocked out) defect, replaced.

Event description:
In this event it was reported that a contra angle 6:1 for vdw. Connect drive would not hold files; no patient injury.